Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch kbm568. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent surgical procedure for twisting of bowel on an unknown date and suture was used. Approximately 5 days after the procedure, the patient experienced diffuse peritonitis and minor leakage from the anterior wall. The patient underwent an urgent open reoperation and stoma was placed as a temporary measure. The stoma will be closed in 3 months. The surgeon opined that the suturing technique was poor. It was reported that the colon was dilated (megacolon) and an enema was done 3 days after the operation. The patient has recovered and left the hospital and is attending the hospital regularly. No additional information was provided.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.